Manufacturer narrative:
As the reported defective device was not returned, angiodynamics is unable to perform a device evaluation. The reported complaint description could not be confirmed because no sample was returned for evaluation. Without receiving the device to evaluate, a root cause cannot be determined. A material change to address the robustness of the catheter tip was implemented on (B)(6) 2017. The catheter assemblies associated with packaging lot 5048597 were manufactured before the implementation of this material change. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. The instructions for use, which is supplied to the end user with states; "never advance or retract an angiographic catheter or guidewire against resistance. This may result in damage to the vessel, the product, or both. Do not attempt to hand straighten the tip of any curved tipped catheters which are furnished with a tip straightener. This may result in damage to the product. Tip straighteners are furnished on all catheters intended to be straightened with the aid of a tip straightener. Always use a guidewire to remove the catheter from the vasculature. Failure to do so may result in damage to the vessel, puncture site, product, or all three. The maximum pressure limit of catheters intended for flush angiography is stated on the catheter package. When using a pressure injector, do not exceed the stated maximum pressure. Catheters intended for selective angiography do not have a maximum pressure limit stated on the catheter package. Typical flow rates of up to 10cc per second are stated with pressure generated to achieve these typical flow rates. Never advance or retract an angiographic catheter or guidewire against resistance. This may result in damage to the vessel, the product, or both. Angiodynamics angiographic catheters are designed for use with specific guidewire diameters. The recommended maximum guidewire diameter is specified on the catheter label". A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint # (B)(4).

Event description:
As reported: while prepping for an angiographic procedure using a soft vu cobra catheter, it was noted the tip of the catheter has detached when they had flushed the catheter on the back table. The device was set aside nad a new of the same was used to complete the procedure. It was reported the defective disposable device is not available for return to the manufacturer.